Event description:
There was an allegation for questionable elecsys hcg + beta test system results for 1 patient sample on a cobas 8000 e602 module. The initial result, from the aliquot, was 10,000 miu/ml with a data flag. The sample was automatically repeated and the result was 10.0 miu/ml with a data flag. The repeated result of 10.0 miu/ml was reported outside of the laboratory. The same sample was repeated on the same analyzer and the results were 10,000 miu/ml with a data flag and 17,726 miu/ml. The sample was repeated on another analyzer (analyzer b) and the results were 10,000 miu/ml with a data flag and 17,896 miu/ml. The primary tube sample was tested on the other analyzer (analyzer b) and the results were 10,000 miu/ml with a data flag and 16,231 miu/ml. The result of 16,231miu/ml from the primary tube was considered correct. The reagent lot number is 55103605 with an expiration date of 31-oct-2022.

Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication of a reagent issue. The investigation reviewed the system's alarm trace and no abnormalities were found. The field service representative found the nozzles were hitting the cup. He aligned the nozzles, which appeared to resolve the issue. He also checked all fluid functions, liquid level voltages, and washes and alignments. All checks passed. The customer performed qc and results were within range. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.